Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had autofill error. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e3, e1 (initial reporter, event site telephone, event site email).

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after inspected the unit and found no issues. Performed pm and tested the unit. Equipment works to specifications, cleared for use. Safety disk was replaced due to pm (age) and not due to malfunction.

Event description:
It was reported during use that a cs300 intra-aortic balloon pump (iabp) had blood leak detected. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.